Event description:
Clear care 3% hydrogen peroxide contact lens cleaning solution manufactured by alcon laboratories, inc., (B)(4), product is used to clean contact lenses. If product comes in contact with eyes, severe burning of the cornea occurs. Often saline solution is used to wet contact lenses prior to putting them in. When a user does not have contact lenses in, they are visually impaired and unable to read the product label. The problem product comes in container that is identical to common contact lens saline solution. It is easy to mistake saline solution with this peroxide solution, causing severe burns to the eyes and temporary blindness. If the product came in a container that was a different shape, tragedy could be averted. On (B)(6) 2015, burns to cornea.